Event description:
This MDR is being submitted as part of a retrospective review in accordance with a commitment made to the agency following the renal FDA inspection. On (B)(6) 2008, during a follow up call to the patient's father regarding an unrelated report baxter was made aware that the home patient was being treated for peritonitis. The patient had his transfer set changed on (B)(6) 2008. The patient's father noticed a loss of appetite, diarrhea, cloudy effluent and slower drains times during therapy. The father watched the transfer set change and did not see any break in aseptic technique. No problems were noticed with the patient's therapy or baxter supplied products previous to being diagnosed with the peritonitis. Exit site and tunnel infection were not a factor. Per the nurse, the patient was diagnosed on (B)(6) 2008, with the peritonitis. Patient's esrd was due to birth trauma. The patient was not hospitalized. The patient had recovered on (B)(6) 2008. The nurse did not know the cause of the peritonitis, but stated that it was not related to baxter equipment.

Manufacturer narrative:
(B)(4). This complaint is being reopened to submit an MDR as part of a retrospective review in accordance with the commitment made to the agency following the renal FDA inspection. A sample is not available and no further investigational activities can be performed.